Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medication replenishment was not generating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication replenishment was not generating. The technical support specialist (tss) dialed into the server and checked in the medication inventory, m6 drawer 4 - packet e3 - e1742 had a maximum quantity of 18, a minimum of 8, and a current stock of 18. The tss confirmed that the medication had not reached the minimum threshold required for replenishment to be triggered. The system functioned as intended after the technical support specialist inspected the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medication replenishment was not generating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.